Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 27 days status post cardiac resynchronization therapy defibrillator (crt-d) implant, the patient presented to the emergency department for a large pocket hematoma. A pocket revision was performed and the device remains in use. No further patient complications have been reported as a result of this event.